Event description:
The duett sealing device was deployed following an interventional procedure through a 6f sheath via the right femoral access. During duett deployment, blood return on aspiration was noted. It was also reported that after the delivery of 2-3 cc of procoagulant, procoagulant began bubbling out of the tissue tract. Approximately 1.5 hrs. Post deployment, signs and symptoms consistent with an arterial occlusion were noted. Treatment consisted of a surgical intervention, resecting graft, and anticoagulation therapy. The event was resolved.